Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was rising. Analyst commented, atrial lead capture management average threshold increased from an approx. Baseline of 0.875 volts until (B)(6) 2014 when threshold measurements began increasing up to 1.75 volts by (B)(6) 2014. Atrial lead impedance rises from an approximate. Baseline of 475 ohms until (B)(6) 2014 when impedance measurements began increasing up to approximately 1200 ohms by (B)(6) 2014.

Event description:
It was reported that the implantable pacing lead (ipl) exhibited high and/or unstable thresholds, and high impedance with a possible fracture. Diagnostic testing/ troubleshooting was performed. The ipl was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.